Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle exhibited plunger stopper separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc 12.7mm 30g syringe in an open polybag. Customer states the stopper separated from the plunger before use. The returned syringe was examined and it exhibited a broken plunger rod tip, which caused the stopper to separate from the plunger. A review of the device history record was completed for batch# 7241942. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200712761, 200712700, 200712546, 200712545] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separated from plunger on lot # 7241942. Sample was forwarded to manufacturing (holdrege) on 31 august 2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 12.7mm, 30g syringe in opened polybag from batch # 7241942. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is a jam on the metro during marriage of the stopper to the plunger rod. The jam would have needed to occur prior to the prep dial, where the two components are married, and given the type of damage to the plunger rod tip, it appears the destructive force was also rotational. A non-defective plunger rod was used to remove the stopper from the barrel and noted that the missing portion of the defective plunger rod was not present within the stopper/sample. Probable root cause is likely to be a jam on the metro, prior to assembly of the stopper, resulting in the damaged plunger rod. While a stopper is unable to fully assemble onto the damaged plunger rod, the stopper does fit to a degree so that assembly of the stopper/plunger rod into a barrel could be possible. The resulting device, however, would be inoperable as the connection between the stopper and plunger rod would be insufficient as to facilitate aspiration and injection. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle exhibited plunger stopper separation. No serious injury or medical intervention was reported.